Event description:
It has been reported to co that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the pt saphenous vein graft and inflated the occlusion balloon to 5.5mm and occluded the vessel for 5 mins. The physician placed a stent in the graft and dilated the area. The physician noticed that the balloon was deflating when checking it on the fluoroscope. The physician decided to continue the case without the occlusion balloon being inflated. The physician removed the device after the procedure and inspected the balloon and it had ruptured.